Manufacturer narrative:
The product quality complaint allegation has been confirmed upon receipt of the provided x-ray visualization. It was identified from the x-ray that a staple of an unknown part number had broken intra-operatively. No further information is available from the x-ray provided. The most likely cause of the event remains undetermined, as the unknown device is not expected to be returned for investigation. It was recorded that the event did not occur during the procedure, and additionally, the level of patient compliance was unknown.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a patient that two arthrex staples had been used during her foot surgery. One staple has been found to be broken. Patient states that the surgeon does not appear to be very concerned about the broken device. Specific arthrex part number was not provided at time of initial report.